Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high pacing threshold. This lv lead was then explanted and replaced with a new unipolar lead. This lv lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Product analysis indicated that testing leads, adapters, and accessories, leads returned with a linked pi that contain dislodgement as one of the observation codes do not require testing or analysis.